Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window and scratched case.

Event description:
It was reported that the insulin pump alarmed during the prime process. Advised the customer that the insulin pump will be replaced. Nothing further reported.